Manufacturer narrative:
The pump had a button error alarm and no esc or act button response due to corroded keypad traces. Unable to verify for the battery out limit alarm and unable to perform functional testing or check the operating currents due to the unresponsive buttons. No damage on the belt clip slot was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump wasn't functioning correctly. She was changing out the infusion set and noticed the buttons wouldn't respond. She changed the battery in hopes to resolve the issue, it alarmed battery out limit. She replaced the battery once more and attempted to set up settings, however the button anomaly persisted. Then it alarmed button error. The customer's blood glucose was 178 mg/dl. Troubleshooting was performed. The customer was advised to discontinue use of the device, revert to his backup plan, and the device needed to be replaced. She agreed to return the device for analysis. She also mentioned she had experienced high blood glucose of 500 to 600 mg/dl the last week for three days. She went to her doctor who advised her to change out her infusion set and reservoir, which resolved the issues. She declined troubleshooting for high blood glucose of 580 mg/dl since the device was being replaced.